Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed muscle spasms and shoulder pains under the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the pain. The patient reported going to the ER and was given muscle relaxers. The patient's physician prescribed a steroid injection for the condition. Outcome of the muscles spasms is unknown.